Event description:
It was reported the atrial and ventricular leads were capped and replaced due to fracture. In addition, the atrial lead was exhibiting chronic low impedance. The leads were explanted fifteen years later. No patient complications were reported as a result of this event.

Manufacturer narrative:
The initial reported event of lead fracture and low impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.